Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 301 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. Customer stated the device had cracks above the up arrow and the corner of the screen. Other cracks that go from the b button to the reservoir compartment. No further information reported.

Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked display window, minor scratches on display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.